Event description:
It was reported that during an unknown procedure, the device would cut but stapled partially. During the procedure, the cut line was performed as intended, but not the staple line. It was shorter than it should be. The surgeon finished the procedure with a laparotomy. No issue to the patient but it was not possible to obtain more information about the reason for the laparotomy. Additional information has been requested.

Manufacturer narrative:
Date sent: 09/04/2009. Information anticipated, but unavailable at this time.